Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that they have received over 22 no delivery alarms and has receiving another 3 alarms today. Customer was explained that the alarms may be due to site, set, or reservoir issues. Customer has not tried different cannula lengths. Customer does rotate sites and avoids scar tissue. Customer stated that the tubing is not bent or kinked. Customer was advised to monitor the pump and call back if problems persist. No further assistance needed.